Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining erroneously elevated testosterone results, generated by a unicel dxi 600 access immunoassay system, for four (4) patients. Results were generated using access testosterone reagent lot 02011, access testosterone calibrator lot 018275, and reagent pack serial number (s/n) (B)(4). Repeat testing of the samples on the same instrument with a new reagent pack generated results that were approximately half of the original results. One patient's results crossed clinical categories, from normal to below the normal reference range. The other three patients' results were all within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient samples were collected in bd sst tubes and centrifuged for 4 minutes at 3000 rpms. Reagent pack s/n (B)(4) was returned to bec customer product line support (cpls). Upon visual inspection, there were no visible defects observed. Further cpls testing ruled out pack sharing within the lab was the root cause of event. The customer's data showed that reagent pack s/n (B)(4) was the only one that generated decreased rlu values and this effect was reproduced in the cpls lab. The customer declined service and stated that the problem was related to this one reagent pack and no other assay issues were observed.